Event description:
Company representative reported via healthcare provider a unknown side "possible ruptured implant" that was noticed during explant surgery. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: opening assessed as unidentified (tear) opening (shell thickness was within specification). As per the investigation procedure opening was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Company representative reported via healthcare provider a right side "possible ruptured implant" that was noticed during explant surgery. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
This record is for the right side.